Event description:
Additional information indicated that a surgical intervention took place wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective stimulation. In turn, surgical intervention may be pending to address the issue.